Event description:
Intermittently alarming for "helium leak detected". The alarms occurred sporadically throughout the shift. Troubleshooting measures were performed at the bedside and the device continued functioning; however, the alarms persisted intermittently. With increased concern regarding the reliability and safety of the device, it was decided that the iabp [intra-aortic balloon pump] would be ultimately removed from service.